Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: email.

Event description:
Customer reporting 3 suspected false positive sars results on asymptomatic patients. No discordant results were obtained and no confirmation testing was performed. Report 3 of 3.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. H6: update to type of investigation: update to manufacturer's narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria.a review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retain testing.